Event description:
A malfunction was reported on a pump by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The caller was advised to continue using the pump and to contact support if the issue happened again, which the caller acknowledged and understood.